Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00301: screw 2.

Event description:
A wrist spanning plate was being implanted in the patient. Two different screws broke upon insertion in two different holes in the plate. Surgery was delayed by 40 minutes to remove the first broken screw. The second broken screw remains implanted.